Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited automatic mode switch episodes due to competitive atrial pacing. It was also noted that the device exhibited programming inappropriate programming. The patient experienced drop in heart rate and was fine when rested. The device was reprogrammed. The patient would continue to be monitored.